Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received off no power alarm. The customer¿s blood glucose level was 600 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that she felt her pump was not delivering insulin. The customer declined troubleshoot for high blood glucose. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will not be returned for analysis.